Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient noted no symptomatic improvement from cardiac resynchronization therapy (crt) treatment as they were still experiencing significant heart failure symptoms. It was noted that high capture thresholds, high pacing impedance was observed on the left ventricular (lv) lead. Programming changes were made. A better threshold and normal impedance was obtained. The patient was stable.